Manufacturer narrative:
(B)(4). The customer reported the device is not available for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in a common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
User facility medwatch report received that states, "description: title: xxxxx event desc: the device did not deploy correctly. What was the original intended procedure? Elg - (endoluminal graft), aaa - (abdominal aortic aneurysm). Device usage problem: device malfunction - this is, the device did not do what it was supposed to do." No additional information provided.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the device was used in the right common femoral artery. A 5fr introducer sheath, upsized to an 11fr and then 14fr sheath.